Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if this two issues occurred to both products? Or if one product present breakage suture and the other product present pull off? Please explain. What is the lot number for each device? Note: events reported in 2210968-2020-05678.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2020 and suture was used. During the procedure, while closing the sternum, the needle broke off the suture strand and came unattached from the strand. The procedure was completed with a like device with no adverse patient consequences. Additional information has been requested.